Event description:
It was reported that the set screw of the pacemaker came off. The patient went into the emergency room (ER) and a temporary pacemaker was placed until a revision procedure could correct the issue. No additional adverse patient effects were reported.

Event description:
It was reported that the set screw of the pacemaker came off. The patient went into the emergency room (ER) and a temporary pacemaker was placed until a revision procedure could correct the issue. No additional adverse patient effects were reported.